Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Additional information has been requested.

Event description:
Biomedical engineering reported that the respiratory therapist reported the unit has an o2 valve stuck alarm. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Correction. Per biomedical engineer, the unit passed extended self-test (est).multiple attempts were made to follow-up with the biomedical engineer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not be determined at this time.

Event description:
Biomedical engineering reported that the respiratory therapist reported the unit has an o2 valve stuck alarm. Customer reported there was no patient involvement.